Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. This issue was discovered prior to patient use. The device was filled with cefazolin 6000mg in 240ml sodium chloride (B)(6). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between july 2, 2021 to july 6, 2021. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid inside the bag that contained the unit which suggested leak has occurred. Further inspection revealed the cause of leak inside the bag was due to broken tubing at the solvent-bonded junction of the flow restrictor. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.